Event description:
Patient reportedly had a left total knee arthroplasty in 1996. About 5 weeks post-op, patient sustained a left tibial fracture. Fracture reduced and secured with bone plate and screws. Had pain in left lower leg and was found to have non-union of the tibial fracture. Admitted to hospital for surgical intervention and found to have broken plate which was removed. New plate, screws, bone grafting and cerclage wiring was applied. Patient discharged. This event is occurring below the frequency and severity that are usual for this device.